Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse inspected error logs and found that the issue pertained to the sterile adapters - the fse inspected the tension on patient side manipulator (psm) 2 and it had the following measurements: axis 3 ¿ 130, axis 4 - 16 adjusted to 22, axis 5 - 18 adjusted to 20, axis 6 ¿ 22, and axis 7 ¿ 22. The fse swapped psm 3 (256167) for psm2 (330717) to see if any future errors followed. The fse ran a friction test and sine cycle and all passed. The patient side cart (psc) electrical - 67 ohms ground, 83 and 84 ohms closed current, and 167 ohms open. Psm 3 - 122 ohms. Psm 2 - 92 ohms. No part replacement was required. The system was tested and verified as ready for use. A system procedure log review was performed for event verification. Per the review, the following was confirmed: the procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is reportable due to the following: a patient side manipulator was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sterile adapter was not engaging to patient side manipulator (psm) arm 2 and that the ¿metal tabs¿ on psm 2 were not rotating correctly. The customer called the technical support engineer (tse) after the case to report the issue. The customer also noted that they had tried to rotate them, but they ¿got stuck¿. The site noted that they had also tried 3 different sterile adapters and instruments without resolution. Onsite was not connected at the time of the call. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was confirmed to have occurred with arm 2. The instrument installed at the time of the issue was the prograsp forceps. The issue was identified during the procedure, after ports were placed. The site denied any abnormal movements of the arm. The surgeon was able to complete the case by abandoning the suspect arm and continuing the procedure as a 3-arm system. There was no injury or harm to the patient. The site was unable to provide the requested patient information.